Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Although there was reportedly no harm to the patient, the missing catheter tip could have been left in the anatomy; therefore, this incident was considered a possible foreign body and thus reported as an adverse event. The catheter was not returned for investigation. Investigation of the production record could not be performed as lot information was unavailable. Based on the provided information, it was presumed that pulling force exceeding the product's design limit was inadvertently applied to the catheter while the tip was trapped by the heavily calcified lesion; however, details could not be ascertained. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
Reportedly, the subject catheter was advanced across a heavily calcified lesion in the lad. Upon catheter removal the tip separated from the catheter body and remained on the guidewire distal to the lesion. Csi atherectomy device was then used. The lesion was then treated and the guidewire was removed. The catheter tip was no longer on the wire and could not be seen anywhere in the coronary anatomy.